Event description:
Additional information was received indicating the event was resolved by explanting and replacing the device due to normal elective replacement indicator (eri).

Event description:
During follow-up, the device was observed to be in backup mode with high battery impedance due to normal battery depletion. Abbott technical support was contacted and device replacement was suggested. No intervention has been performed at this time. The patient was in stable condition.